Manufacturer narrative:
Pump received with cracked and bleeding lcd glass, minor scratched display window and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was 77 mg/dl at the time of the incident. The customer stated that they tried to deliver a bolus when they noticed the screen was cracked. The customer mentioned a black lcd mark on the screen that would not normally be there. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product was returned for analysis.